Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate & needle bent npe on lot # 9281256. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (nano pro pen needle, difficult/unable to operate & needle bent npe) was captured and addressed investigation summary: customer returned (2) open 4 mm, 32 g pen needles without the tear drop label. Customer states that the pen jammed during injection and when she removed the needle she saw the non patient end of the needle was bent. Both returned samples were examined and both exhibited a bent non patient end of the cannula, which could prevent insulin from flowing properly through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us was unable to deliver medication during use. The following information was provided by the initial reporter: material no:320550, batch no: 9281256. It was reported that the pen jammed during injection and when she removed the needle she saw the non patient end of the needle was bent.